Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump did alarm no delivery without specs. The infusion set was changed and the high pressure test was performed, but the no delivery alarm did not occurred. No further info was provided.